Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited low impedance and sensing anomaly. The lead was capped and replaced successfully. The patient is doing well and would continue to be monitored with routine follow up.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the right atrial lead exhibited loss of sensing.

Manufacturer narrative:
(B)(4).